Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery depleted rapidly than expected. Boston scientific technical services (ts) verified that no changes were made on the device except that the rate response was turned on. The pacemaker remains in service. No adverse patient effects were reported.